Manufacturer narrative:
This report would be updated should further information be provided.

Event description:
It was reported that the long-term usefulness of boston scientific's subcutaneous implantable cardioverter defibrillators (s-icds) with smartpass (sp) technology was unclear and was put into a comparative study with transvenous implantable cardioverter defibrillators (icds). The results showed that inappropriate shocks were more common in the s-ICD system due to t-wave oversensing (twos) that was beyond the limit of sensitivity adjustment. In addition, muscle artifacts were an issue with sp and twos due to single or simultaneous subcutaneous electrocardiogram morphology changes. The study concluded that the inappropriate therapies due to twos was a more frequent issue with the s-ICD system.